Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported that after placing the angio seal device into the common femoral artery, it was still bleeding and caused a hematoma at the puncture site. The following information was provided by the user facility: the physician applied manual compression to the puncture site to complete the surgery; manual compression performed by pressing the hand on the wound and using a sandbag; the patient experienced a local hematoma; and the blood loss was reported to be less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. It was initial reported that the device was available. The device is not available for evaluation. Section and section has been updated to reflect device not available. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.